Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer was unsure if the pump was exposed to a temperature change prior to the occlusion occurring. There was no reported impact to customer's blood glucose level.